Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose over 400 mg/dl the day prior to calling. She explained that she was having have some medical treatments done and blood glucose level has been running high. The customer declined troubleshooting for high blood glucose. Customer's current blood glucose was 316 mg/dl. The customer also reported that the insulin pump had cracks on the screen corners. The customer did not recall how damage occurred. Blood glucose was around 240 mg/dl. She stated she noticed the damage about a week back. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked battery tube threads and cracked reservoir tube lip.